Event description:
The product complaint report shows the customer alleged that while the ventilator was unplugged from the wall, with the power switch still in the "on" position, the loss-of-power alarm failed to activate. The customer called co tech support and reported the incident. They were advised to remove and replace the power switch and check the connections on the utility harness. Co has not visited the hosp nor has the unit been evaluated by co rep. Repeated phone messages sent to the customer were unreturned. The status of the unit is unknown. It is not verified that the alarm failed to activate, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.